Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained oil gel globules after centrifugation, this caused needle clog/obstruction. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had received samples & photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, the customer samples along with retention samples (selected from bd inventory) were evaluated & tested and upon completion, no issues relating to oil gel globules were observed with the samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Additionally, evaluation & testing of the customer and retain samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained oil gel globules after centrifugation, this caused needle clog/obstruction. No serious injury or medical intervention was reported.

Manufacturer narrative:
No samples were returned in support of this complaint, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed with the samples as all specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the investigation, a root cause could not be determined. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields. Event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that bd vacutainer sst ii advance plus blood collection tubes contained oil gel globules after centrifugation, this caused needle clog/obstruction. No serious injury or medical intervention was reported.